Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with less than two years longevity. The device was explanted and replaced. It was also reported that the remote monitor was failing to communicate in wireless mode due to a telemetry c issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was contamination on the storage lid, liquid ingress on the printed circuit board assembly (pcba), this corrosion was the cause of the unit being unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2011-11-21. (B)(4).